Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that their lungs were making a cracking and popping sound after therapy. In addition, the patient reported having a cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer for investigation. A review of the device's error log confirmed multiple error codes. An internal visual inspection of the device was completed by the manufacturer which found no evidence of sound abatement foam degradation/breakdown.